Event description:
A customer reported a minimum fill notification regarding their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through filling and loading a new cartridge onto the pump using the proper technique, which resolved the issue, allowing the customer to resume insulin delivery. Replacement cartridges were sent to the customer.